Event description:
It was reported that a novum iq large volume pump over infused during infusion. It was observed that the pump showed that there should have been 16.2ml and 10 minutes remaining, however, the bag was empty. This was noticed while assessing line and pump during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.